Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parents reported via phone call that their son experienced high blood glucose was 450mg/dl which was treated with insulin pump. Customer¿s father declined troubleshoot for high blood glucose and lost sensor connection as well as sensor glucose verses blood glucose issue. Product will not be return for analysis.